Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor after it got wet. The customer's blood glucose reading was 287 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed button error and could not be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
No unexpected button error alarms or compromised force sensor system alarms were noted during testing. The pump was received with constant motor error alarms during the rewind due to corrosion on the motor home switch. Unable to perform the self test, off no power, unexpected restart, displacement, rewind, basic occlusion, prime, occlusion, excessive no delivery and operating currents measurements due to the constant motor error alarm. Unable to verify all button responses due to the constant motor errors. However, corroded keypad traces were noted during visual inspection. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads. Moisture damage was noted on all electronic assemblies.